Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) system displayed minute ventilation (mv) oversensing on the right atrial (ra) channel, which resulted in an inappropriate atrial tachy response (atr) episode. Technical services reviewed device data, and noted there were occasional high out of range ra pacing impedances of greater than 2000 ohms recorded. Technical services discussed the possible cause for mv oversensing, and recommended programming the respiratory rate trend off. Programming the rrt off will prevent the ra lead from oversensing the mv signal, but will likely not prevent the varying ra impedance measurements. Technical services also recommended performing pocket manipulation/maneuvers and further lead evaluation of the competitor ra lead to rule out lead fracture. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.